Event description:
The hcp reported that, the pt is experiencing bleeding from nose, itching ears and burning at incision at the base of the spine. The pt has been referred to a neurosurgeon for evaluation. The hcp reported that, "the tone is fine". The pt has a variety of other health problems including hepatitis and hyperthyroidism which could contribute to the symptoms. Studies were scheduled "at least twice" and the pt cancelled.